Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 333mm from the strain relief. It is noted that the break and the kinks are all consistent with excessive force having been applied to the device. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 3.0 x 38mm promus premier stent was selected for use and it was noted that the shaft of the device was detached. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft detachment occurred. A 3.0 x 38mm promus premier stent was selected for use and it was noted that the shaft of the device was detached. No patient complications were reported and the patient status is good.